Event description:
Report received from ivt specialist states the acct. Reported the stopcock was leaking. States that the set up involved a buretrol attached to an extension set to the stopcock and a hickman central line. The acct. Was running lipids through the stopcock. This stopcock is not lipid resistant and can develop cracks when used with lipid material. Due to the leak and resulting blood loss, the pt required a blood transfusion. Two weeks later the pt was transferred to a hospital for care for other problems that developed not related to need for blood transfusion.